Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. This serves as a correction report. Model no was incorrectly documented in initial MDR. The correct model no. Has been updated.

Event description:
Customer stated that the adc meter does not turn on with strip insertion and button press. On (B)(6)2019, due to being unable to perform a glucose test, the customer had symptoms of dizziness, sweating, and loss of consciousness soon after drinking "collaid." The customer was found passed out by a family member who called emergency services who rushed to the customer to the hospital. An unspecified blood glucose value was obtained on the hospital meter and the customer was treated with 30 units of lantus long-acting insulin and 4-6 units of novolog rapid-acting insulin by a nurse and physician. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer stated that the adc meter does not turn on with strip insertion and button press. On (B)(6) 2019, due to being unable to perform a glucose test, the customer had symptoms of dizziness, sweating, and loss of consciousness soon after drinking "collaid." The customer was found passed out by a family member who called emergency services who rushed to the customer to the hospital. An unspecified blood glucose value was obtained on the hospital meter and the customer was treated with 30 units of lantus long-acting insulin and 4-6 units of novolog rapid-acting insulin by a nurse and physician. There was no report of death or permanent injury associated with this event.